Manufacturer narrative:
After further review of additional information received the following sections concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. During an unknown procedure, immediately prior to inserting the angiogaurd (6mm basket, medium support) into sheath/guide, the basket deployed and was unable to be recaptured for use. There was no reported patient injury. The device was not used on the patient and a new filter was opened for the procedure. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The deployment sheath tip was still fully seated in the filter basket introducer. The device was prepped per the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was no difficulty encountered flushing the filter introducer and deployment sheath. There was saline noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place after the filter basket was docked into the deployment sheath. There was no difficulty encountered docking the filter basket into the deployment sheath. The capture sheath coil dispenser was flushed according to the instructions for use (IFU). The device was returned for analysis. A non-sterile angiogard (6mm basket, medium support) embolic protection device deployment sheath, a filter basket introducer, and a torque device were received for analysis inside a plastic bag. Neither original packaging nor coil dispenser or capture sheath system was returned for analysis. Per visual analysis, the torque device was received affixed to the delivery wire. Also, an unzipped condition was noted on the delivery sheath from 26.0 cm to 44.0 cm from the delivery sheath distal end. Per microscopic analysis, the device was observed under the vision system and no damages could be noted on the polyurethane membrane nor on the nitinol struts of the basket. Neither compressions nor distortions were noted on the device. Functional analysis was not performed due to the unzipped damaged condition on the angioguard delivery sheath as received. A product history record (phr) review of lot 35233440 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿delivery system- premature deployment ¿was confirmed since the basket filter was received already deployed. The angioguard could not be loaded into the delivery sheath due to the unzipped condition on the device as received. However, the unzipped damage condition on the angioguard delivery sheath could not be conclusively determined during the analysis. Procedural and/ or handling factors might have contributed to the damage since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Per the instructions for use, which is not intended as a mitigation, ¿during shipping the deployment sheath tip may become disengaged from the filter basket introducer. Verify deployment sheath tip is engaged. If not, engage manually by inserting deployment sheath tip into filter basket introducer.¿ ¿remove the two anti-migration clips closest to torque device and pull to ensure torque device is securely attached to guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Remove the last anti-migration clip. Open the torque device. Gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of dispenser coil.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (35233440) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, immediately prior to inserting the angiogaurd (6mm basket, medium support) into sheath/guide, the basket deployed and was unable to recapture for use. There was no reported patient injury. A new filter was opened and prepped. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The deployment sheath tip was still fully seated in the filter basket introducer. The device was prepped per the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was no difficulty encountered flushing the filter introducer and deployment sheath. There was saline noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place after the filter basket was docked into the deployment sheath. There was no difficulty encountered docking the filter basket into the deployment sheath. The capture sheath coil dispenser was flushed according to the instructions for use (IFU). The device was not used on patient a new filter opened for procedure. The product will be return for analysis.